Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volite¿ into the zygoma (2ml) and perioral lines (0.1ml) and experienced vascular occlusion in the area of pallor in the prebilabial region. Hcp detected a slight paleness in the area and advised the patient to contact hcp without warning signs. Hours later, the patient reported pain; the doctor requested that the patient return and, upon examination, found an area of pallor in the perilabial region. Patient was treated with hyaluronidase. Symptoms are on-going.